Event description:
During the procedure, the hub of the cypher select + 3.50x18mm split when attached to indeflator. Further information has been requested, but to date, no information has been received.

Manufacturer narrative:
The product was not received for analysis. Additional information will be submitted within 30 days of receipt.